Manufacturer narrative:
The lot # previously reported on initial MDR, MFR report #1049092-2016-00115, submitted to the FDA on march 25, 2016 could not be verified. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the top layer of the wafer completely delaminated with parts of the adhesive structure migrating into the stoma. Photographs were received depicting the reported complaint issue.